Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that the lead was repositioned several times to achieve good r-wave measurements during the implant but the r-wave decreased one day after the implantation. After the lead was explanted it was noticed that 35 turns were needed to extend the helix mechanism and it seemed to come out "tilted". The lead was explanted and replaced. No patient complications have been reported as a result of this event.